Event description:
Customer reported an incident with incorrect fluid removal. It was reported that shortly after a nurse changed the effluent bag without first pressing the "change bags" key on a prismaflex machine, the machine indicated the patient fluid removal rate was -650 ml/hr even though the machine was programmed to remove 150 ml/hr. The staff became concerned that fluid was being administered into the patient so they terminated the treatment and placed the patient onto another machine. No blood loss was reported.

Manufacturer narrative:
The downloaded machine data files were no longer available. There was no patient injury or clinical consequences to the patient reported. A grambro technical services (gts) representative has evaluated the machine and could not duplicate the problem. Performed a simulated run and found machine operating within specification. From the information disclosed by the customer, it is most likely that user-related error in changing the bag without selecting the "change bag" key resulted in the fluid removal alarms. There was no injury to the patient, and no medical intervention was required. Gambro renal products has requested additional information relating to this incident and further investigation is ongoing. A report will be submitted once the investigation has been concluded.